Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 03-jan-2018 a field service engineer (fse) found quality controls (qc) for 27.29 were out of range low. The fse proceeded to clean the sample nozzle assembly and ran qc, which recovered within specifications. No further action was required. The aia-600ii instrument was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for aia-600ii, serial number (B)(4), from 13-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The st aia-pack 27.29 analyte summary manual under page 10 states the following: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most likely cause of the reported event was due to a minor clog in the sample nozzle assembly.

Event description:
On (B)(6) 2017 tosoh became aware that during proficiency testing performance with (B)(6) survey samples, the customer failed the 27.29 analyte on the aia-600ii instrument. Quality control level were within acceptable range on the day of the proficiency testing. (B)(6). The customer repeated the (B)(6) survey samples with new 27.29 test cups and calibrator and obtained low 27.29 survey samples results: (B)(6). The customer reported that quality controls were within range prior to running the (B)(6) survey samples. The tosoh technical support specialist advised the customer to obtain new (B)(6) survey samples and rerun 27.29. On (B)(6) 2017 the customer reported that new (B)(6) survey samples obtained low 27.29 results. (B)(6). A field service engineer was dispatched to further investigate the reported event.

Manufacturer narrative:
(B)(4), per exemption number e2017013.